Manufacturer narrative:
The device has not been returned for analysis. If any additional information is provided, a supplemental report will be submitted. Manufacturer reference: comp-(B)(4).

Event description:
It was reported that an extra silent nite sl appliance has broken. It was reported that the buttons that hold the elastics keep breaking off. No injury was reported.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information . The following correction has been updated in this report. Corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).